Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The patient used cook's and boston's stent at the same time for 2 months, finally they found that cook's stent was blocked but boston's didn't.

Event description:
This report is being submitted as a cancellation report as it was confirmed that the device involved was made by cook. The patient used cook's and boston's stent at the same time for 2 months, finally they found that cook's stent was blocked but boston's didn't.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). Cook medical incorporated (cmi) (B)(4). Importer site establishment registration number: (B)(4). This complaint is being submitted as a cancellation report as it has been confirmed that the stent involved was not manufactured by cook.